Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Corrective actions are in process.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a peripheral vascular intervention procedure the marker band on the support catheter detached within the patient. The physician had acquired retrograde arterial vascular access and during support catheter manipulations over the wire within the patients left lower limb when crossing the lesion, the radiopaque marker band detached but remained on the guidewire. The marker band was successfully retrieved with the support of an additional guide wire. The patient tolerated the procedure well.